Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. Field service engineer (fse) evaluated the analyzer and found debris in the second dryer nozzle of the cuvette wash station, replaced the sample transfer unit and photometer lamp which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their au680 chemistry analyzer. The customer indicated affected chemistries were hdl cholesterol, total protein, triglyceride, blood urea nitrogen, creatinine, albumin, glucose and magnesium. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment and no injury associated with this event.